Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: upon a visual inspection of the pump no scratched were noted on the display lens, however it was noted that there were two battery compartment cracks present. Unrelated to the original complaint it was also noted that the display was dim and discolored when powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.